Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient went to sleep and would have gone into ¿a coma¿. The patient was found by her daughter in the morning who came to her house after she did not pick up her phone. An ambulance was called by the patient´s daughter. When a fingerstick was taken by the paramedics, the blood glucose reading was 28 mg/dl. No cgm reading was reported, but the cgm reading would have been inaccurate. The patient was treated with a glucagon injection and was brought to the hospital. No further treatment was reported to be needed the patient was discharged after 1 day. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.